Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, it was noted that the instrument was worn and fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.